Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 7/5/2016 - it was reported by complainant that during the procedure the dialysis device "did not work". Contact stated that there was a hole in the catheter. On 7/12/2016 - it was reported by complainant, that the wire was inserted through the introducer needle under fluoroscopy to the inferior vena cava. The catheter was removed in its entirety. The 16 french peel away sheath was then inserted over the wire under fluoroscopy centrally. The tunneled dialysis catheter was then inserted through the peel away sheath centrally under fluoroscopy to the cavoatrial junction. Despite multiple attempts, they could not aspirate blood from the distal port. It was attempted to reposition the catheter with the wire but it could not be repositioned. It was then decided to remove the catheter and replace.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter hole/leak was unconfirmed because the problem could not be reproduced and no hole was observed. The product returned for evaluation was a 19cm hemosplit dialysis catheter. The sample contained blood and usage residue throughout. Gross visual evaluation found no evidence of damage, defect, or deformity and no evidence of a catheter hole was found. The sample was functionally tested and no leakage was observed during pressurization. Following the initial infusion test the sample was again pressurized while simultaneously manipulating all connecting regions. No catheter leak was observed. Aspiration was likewise unremarkable. A non-complainant guidewire (0.035¿ diameter) was easily fed through either lumen. No obstruction was observed. The complainant event could not be reproduced and no evidence was observed which supported the event. A lot history review (lhr) of rear1083 showed no other similar product complaint(s) from this lot number.